Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative dia gnosis for cervical spondylotic myelopathy. Procedure or therapy performed was acdf (anterior cervical acdf). It was reported that the implant broke during the implantation process and was removed. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event.

Manufacturer narrative:
H3: product analysis product ID g6626526 ; lot no.# h5858732 visual and optical inspection revealed the implant was returned damaged. The implant has cracked next to where the release/lock mechanism is. The implant is fragile and can overloaded. It appears the implants structural integrity was overloaded during the implantation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.